Event description:
It was reported the patient's vns output current had never been programmed above 0.25ma for normal mode stimulation due to unspecified tolerability issues. The in-house programming history database was reviewed and contained some programming history from (B)(6) 2012. No anomalies were noted.

Event description:
Additional information was received from the physician and it was noted that the tolerability issue first occurred in (B)(6) 2005 but that the actual tolerability issues were not specified. The physician's office stated the actual cause of the tolerability issue is unknown; however, it was noted to likely be simply patient sensitivity. No other interventions were taken for the tolerability issues other than leaving the output current on a low setting. It was noted at the patient's last appointment, in (B)(6) 2016, there was no mention of high impedance during interrogation, indicating the physician believed the device was working as expected.